Manufacturer narrative:
Attempting to contact provider to retrieve explanted device and obtain results of pathology testing.

Event description:
Patient was implanted on (B)(6) 2025. She presented with a high fever, redness around the pocket site and dr. (B)(6) decided to explant the ipg and leads on (B)(6) 2026 due to a possible infection/abscess at the pocket site. Pocket was cultured and sample sent to pathology.

Manufacturer narrative:
Patient presented with infection at implant site and had system explanted. Explanted system analyzed; no anomalies found in devices that would have caused infection. No further action to be taken.